Event description:
On 25-sep-2024, intuitive surgical, inc. (Isi) received medwatch (MDR) report with MDR report #: mw5160343 with the following event description: "there was a malfunction with the prograsp instrument which seem to snare a piece of small bowel during entry. We had to use the release key to open the prograsp off the small bowel. Small bowel was intact but there appeared to be some mild serosal bruising. Did not appear to have any serosal violation. Area oversewn with 3-0 silk as an imbrication suture. Sutures were placed longitudinally with the small bowel lumen to avoid any narrowing of the luminal cavity. The small serosal bruise was dunked and covered with normal healthy serosa. Patient's hospitalization prolonged to monitor bowel function." Isi followed up with the site and obtained the following additional information regarding the reported event: the event details were provided by the surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis investigation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed failure analysis evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. There were no frayed cables observed during a visual inspection. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.